Event description:
Patient has type 1 diabetes on insulin pump therapy with tandem t:slim. Pump change occurred in evening. Patient went to bed with 180 units in reservoir and woke at 3 am with severe low symptoms. Lost consciousness for 30 minutes, required large quantities of carb, ultimately resuscitated by oral glucose administration. Reservoir noted 60 units remaining indicating. Subsequent morning, priming pump with new cartridge, the pump delivered significantly greater insulin during prime of a new tubing (3 times as much insulin) in the first few minutes of prime. Subsequent cartridge over-filled as well. Patient converted to mdi and notified us. Non-drinker, adherent to medications, pump therapy for 3 years. Based on report, pump delivered 3 times insulin that was programmed to deliver resulting in severe hypoglycemia. FDA safety report ID# (B)(4).